Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she has tried all 4 programs but was only feeling stimulation down the leg and not in the groin on (B)(6) 2017. Secondary patient mentioned that she was sort of "out of it" on the day of the surgery. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.